Event description:
It was reported the external pulse generator (epg) had a new battery, yet it turned off during the power on self test (post). The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. A printed circuit board found out of electrical specification. Upper and lower cases and side bail cover are broken.